Manufacturer narrative:
The autopulse platform was returned to zoll on 01/30/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During patient use, the autopulse platform (sn: (B)(4)) displayed an error message user advisory (ua) 16 (timeout moving to take-up position). The crew then reverted to manual CPR. Return of spontaneous circulation (rosc) was achieved.

Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. An isopropyl alcohol (ipa) was used to clean and remove the corrosion at the brake assembly to remedy the reported issue. During visual inspection, cracked top cover was observed. The autopulse platform is a reusable device was manufactured in 2015; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated error message ua 16 on january 13, 2018 but not on the customer reported event date of (B)(6) 2018. The platform failed the initial functional testing due to error message ua 16 displayed during take-up. Also the brake was not active when the unit was powered on and the drive train motor has rusted/corrosion at the brake housing area. The brake assembly was seized from corrosion which caused the platform to display an error message ua 16 and prevent the platform to perform compressions. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The top cover was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse sn (B)(4).